Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reports "one or two thoracic lymph nodes were swollen" against an unknown side. Patient had previous breast cancer, which is not related to the device. The device remains implanted.